Event description:
On march 11, 2026, senseonics was made aware of an incident in which the user reported experiencing a low glucose event. The user reported that at approximately 7:30 pm eastern time, a blood glucose value of 75 mg/dl was measured. The user did not seek professional medical treatment and reported resolving the episode independently by taking glucose tablets. The user's healthcare provider was not aware of the event, and the user was advised to follow up with their healthcare provider for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.